Event description:
Situation: on (B)(6) 2019, we identified several epic pt encounter numbers (csn) that flagged in our glucometer system as invalid pt ID numbers over the weekend. All of the invalid encounters started with 4036 which raised a flag with the team since the organization was not using numbers that were high in the sequence. Background: the abbott freestyle precision pro meter uses the encounter numbers to identify the pt through a bi-directional adt interface. The nurse scans the pt armband liner barcode prior to running the glucose test. The point of care team was able to determine 1 of the unidentified pts because they had been admitted from ed to the medical unit. Most of the pts were seen in the ed and could not be identified. We reported the issue to abbott customer support on 05/22/2019, case # (B)(4). At that time, they recommended that we clean the barcode scanner and ensure maintenance of the printers. The point of care team followed the recommendations and obtained a copy of the known pt labels to perform add'l testing. We had labels and armbands printed on a printer at the operating room surgery desk and the ed. The glucometer read the barcodes with inconsistency, mostly reading the incorrect barcode number. The team also tested three other point of care instruments that have barcode readers and all three non-abbott fspp instruments were able to read the barcode correctly 100% of the time. We sent copies of the labels to the vendor and their outside contractor for evaluation. The report indicated the same issues that we identified. Assessment: we scheduled a conference call with the vendor, desktop support, epic analysts, and point of care team to discuss and troubleshoot the issue. The vendor proposed 4 more recommendations on trial to improve our liner barcodes. The team is working through the proposal. This is a pt safety issue in which glucose results are not uploaded to the pt electronic medical record in a timely manner or at all or potentially the results could post to the incorrect pt. We have had 9 barcode pt ID failures with 6 different pts. Recommendation: continue to work with the vendor on a solution to this issue and report to the FDA under a medwatch voluntary report form 3500. FDA safety report ID# (B)(4).